Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, findings and conclusion codes), h10.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the pcb, motor controller and cbl,keypad cont to video rcvr. The fse then performed functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was flickering. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that corrected the reported issue as mentioned in the initial emdr, reported that the iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, before using on a patient, the display of the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The date received by mfg (g4) entered in the initial emdr (mfg report number. 2249723-2021-01612) was incorrect. The correct and true aware date (g4) is 30jun2021. A supplemental report will be submitted upon completion of our investigation.